Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), headache ("headaches"), weight fluctuation ("weight loss immediately but 8 lbs gained this year"), nausea ("nausea") and rash ("rash"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, headache, weight fluctuation, nausea and rash outcome was unknown. The reporter considered allergy to metals, headache, nausea, pelvic pain, rash and weight fluctuation to be related to essure. The reporter commented: hysterectomy is scheduled in january. Concerning the injuries reported in this case, the following ones were reported via social media: rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: rash. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), headache ("headaches"), weight fluctuation ("weight loss immediately but 8 lbs gained this year") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, headache and weight fluctuation outcome was unknown. The reporter considered allergy to metals, headache, nausea, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Previously added event medical device removal was replaced to pain.new events added: nausea, headaches, allergic to nickel. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("weight loss immediately but 8 lbs gained this year"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight fluctuation outcome was unknown. The reporter considered medical device removal and weight fluctuation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.